Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with product received. Visual examination of the returned product identified the tip of the device had fractured. The device was sent to fracture analysis and the analysis identified the fracture artifacts suggest bending overload failure. The device has approximately 1.5 years of field age and it is unknown how many times the device was used. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when using the impactor to put together the glenosphere, the tip fractured. The case was finished without any problems. Attempts have been made and additional information on the reported event is unavailable at this time.